Event description:
It was reported that a site's serial adapter cable connecting the dell handheld computer to the programming wand was broken and not functioning properly. It was reported that this was due to the cable being handled frequently. The site indicated that the serial adapter cable had been discarded; therefore, the product will not be returned for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.